Event description:
Pt reports one pump lot programming. Reviewed importance of keeping battery in pump when not in use. Advised we would send replacement for morning delivery. Pt reports site pain. Pt will use creams / essential oils. Ice and ibuprofen. Pt had more pain on abdomen but current site is on flank and pt has less site pain. No other info available. Is the actual device available for investigation? Yes; did we (MFR) replace device? Yes. Did the pt have a backup device they were able to switch to? Yes. Reported to (B)(6) by pt/caregiver.